Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Reportedly post procedure, the patient had symptoms of limb ischemia in the lower left extremity and loss of pulse. It was thought the issue could be related to device-related embolism due to calcified anatomy, versus closure-related, or a vessel spasm. The pulse returned spontaneously so no intervention was necessary. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. A partial UDI was provided as the lot number is not known.